Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field:g1 - contact office email the device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: incomplete use of the neutral electrode or the irrigation fluid being heated above body temperature. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Related patient identifiers: (B)(6).

Event description:
It was reported during therapeutic gynecologic surgery, myomectomy/transurethral resection (turi) under sedation, the resectoscope caused a first to second degree burn to the patient. The burn was reported to be from the genital area (pubic area) to the buttocks. The procedure was completed with the same device as planned. Burns were discovered after the procedure. The patient was treated with a cold-water wash and topical ointment; the patient was initially hospitalized for original procedure and scheduled for discharge the following day, but the discharge was postponed and hospitalization was extended for three days for observation. The patient has since been discharged. There were no reports of medical intervention. Additionally, it was reported that there were no problems with the product, and the situation was monitored. As the procedure was swtiched urgently from normal resection to turi, the patient plate that was attached to the patient was heated quickly, leading to possible overheating.